Event description:
Dft testing for this pt was deferred until the day after implant at the physician's discretion. Testing on (B)(6) 2011 resulted in failed dft's. During the procedure on (B)(6) 2011, the decision was made to implant a subcutaneous coil and a rv lead revision was not performed. All records indicate that this device remains actively implanted. Should add'l info become available, this event will be update.